Event description:
It was reported that log file review captured several no external power and power cable disconnect events while the patient was connected to the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The log file contained approximately 62.5 days of data (04oct2022 ¿ 06dec2022 per the timestamp). Multiple no external power alarms were captured from 13nov2022 at 16:10:14 to 04dec2022 at 19:14:31 due to total losses of power occurring while connected to the power module; the alarms resolved when the voltage returned to the appropriate range each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. It should be noted that the power module backup battery would supply power to the system if a loss of power occurs while connected to the power module and that the power module would alarm if the backup battery was not installed. This indicates that the loss of power occurred due to power being disconnected between the controller and the power module if the backup battery was installed to the power module. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine the cause of the no external power alarms, if any troubleshooting was performed, and if the alarms resolved; however, no response was received. The power module was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the power module could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop. Driveline disconnect, no external power and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section explains how to properly use the power module and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the power module. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.